Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The fsr performed battery reset and left the unit powered on overnight. The fsr returned the next day and verified the battery total nominal available capacity (tnac) at start was 18.00 ah and the power manager led was green. The fsr performed battery charge test, battery back-up test and boot-up on battery test all passed with acceptable results. The fsr spoke with the chief of perfusion about powering on the system-1, to charge the batteries once a month per the manufacturer specifications in the operators manual. The unit operated to manufacturer specifications and was returned to clinical use. No part will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the battery level was low (less than 17 amp hours [ah]). The user facility's biomedical engineer (biomed) stated this is a back-up system and is not left plugged in at all times and there is no charging procedure in place. The fsr reset the battery and allowed it to charge overnight. Everything reading correctly, light emitting diode (led) was green, and battery capacity good. Per the fsr, the system passed all tests. There was no patient involvement.